Manufacturer narrative:
Evaluation summary: the turbohawk was received for evaluation along with a cutter driver. The turbohawk was received with a 0.014" guidewire loaded. The guidewire was partially loaded onto the turbohawk, in through the guidewire tubing of the distal rotating tip, however was not loaded within the coiled segment of the distal assembly guidewire tubing. It was discovered the guidewire tubing of the coiled segment of the distal assembly showed a tear to the tecothane layer. At the location of the tear it was discovered the guidewire tubing and proximal reinforcement were detached and missing. The distal assembly was inspected and noted the coils were compressed and elongated with the overall tip showing a curve of approximately 90 degrees. The structural integrity was compromised and was more flexible than expected.

Event description:
The physician attempted to treat a patient using a turbohawk device in the left, proximal posterior tibial artery. Target lesion type was described as ¿plaque¿. Lesion had little tortuosity, little calcification and 90% stenosis. Artery diameter was 2 mm and lesion length was 20 mm. A 6f, 45 cm sheath and 300 cm 0.014" guidewire were used. IFU was followed. The device was advanced to the lesion but would not cross. A 2 mm x 220 mm balloon was used to treat the lesion and the vessel distal to the intended treatment site. The physician then attempted again to use the turbohawk device. During the second advancement severe resistance was experienced. Physician lost wire access and prolapsed the 6f sheath into the distal aorta from the left iliac artery. The physician then had difficulty pulling the turbohawk through the sheath but was finally able to pull it and the wire out through the sheath. Once the turbohawk was removed the doctor terminated the procedure. He was satisfied with the angioplasty result at this point. It was assumed that the catheter was improperly loaded on the wire even though the physician said the tip and nosecone were properly lined up. Upon examination of the catheter the next day, it was found to be missing the 'nosecone line' but it was still on the wire. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.